Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (scope error) code. The event was found during inspection before use. The intended procedure was a diagnostic enteroscope. The procedure was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of displaying e315 (scope error) code was not confirmed. In addition, due to bending tube being deformed, the bending angle in up direction did not meet specification. The scope connector cover unit was corroded due to water leakage the switch button 1 was dented. The plug unit was corroded. The light guide lens was cracked. The skeletons in the bending section became loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to an abnormality of electrical parts. As a result, error message e315 was displayed temporarily at the user facility. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.